Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's entire scs system was removed. The patient said the stimulator helped and was receiving effective stimulation. The physician decided to remove the system and perform a spinal fusion.